Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported premature detachment of sensor. Due to delivery delay, customer reported experiencing dizziness, "heart discomfort and drowning" and was unable to self-treat requiring a third party assistance of food and condensed milk for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.